Event description:
It was reported via repair work order that the foot end brakes would not engage due to damaged brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.